Event description:
Customer reported receiving erratic readings on their freestyle freedom blood glucose monitor. Customer reported receiving readings of 389 mg/dl, 278 mg/dl and 127 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Follow-up report will be submitted if the product is returned for evaluation.